Manufacturer narrative:
Manufacturing review: a lot history review, a DHR review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one plastic port with 8 fr. Groshong catheter was returned for evaluation. Visual, functional, tactual, microscopic, and dimensional evaluations were performed. The investigation is confirmed for a catheter break, specifically at the port stem. The catheter was found to manifest several holes in the area overlying the port stem, all approximately on the same side of the catheter. There was significant ¿mushrooming¿ of the catheter against the port body. When infused against resistance, a leak was observed at the tears on the catheter. Dimensional examination of catheter inner and outer diameters, port stem outer diameters, and catheter lock inner diameter found that only the catheter lock inner diameter measured out of specification (somewhat above). However, this catheter lock had been used and therefore some deformation of the ID would be expected. The definitive root cause could not be determined based upon available information, however, it appears that when assembled the catheter was mushroomed against the port stem, indicating excessive compression of the catheter, which may correspond to the holes and leak found in the catheter. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post port placement, the catheter was allegedly identified as damaged on the port stem via x-ray. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post port placement, the catheter was allegedly identified as damaged via x-ray. There was no reported patient injury.